Event description:
It was reported that the end user was attempting to drive the power wheelchair down a ramp, however the chair failed to stop and the end user fell out of the chair scrapping the left side of the body, hand, and elbow. End user was taken to the hospital and x-rays were performed which determined no bones were broken.